Event description:
The date referenced above is todays date, this has been going on for 5 years. Since having my saline implants replaced with sientra silicone implants, my health has been declining. I have experienced many autoimmune symptoms, hair loss, hair breakage, dry skin, fuzzy vision, ringing in ears, neurological waves in legs, leg cramps, pain in joints, stiff joints, muscle weakness, spine feeling like it's asleep, chronic fatigue, memory loss, brain fog, and enlarged thyroid. I've seen my primary, endocrinologist, neurologists and have an appointment with a rheumatologist scheduled. So far drs do not have a diagnosis. I read an article about breast implant illness and felt as if I could have written it myself. It would have never occurred to me that (B)(6) implants could be a possibility. FDA safety report ID# (B)(4).